Manufacturer narrative:
Spacelabs has investigated this matter. The investigation consisted of monitoring database records from the date in question. Investigative findings showed several low spo2 alarms, but all of them were accompanied by very low spo2 signal quality values. Poor signal quality may result in excessive alarm activity. The spo2 parameter applies a slight delay on spo2 limit alarms. If the condition is brief and corrects within the time span of the delay an alarm will not be generated, as the condition has returned to an acceptable range. The exhibit central station with telemetry operations manual addresses the known risk in patient monitoring systems in a warning that reads: ¿no computerized interpretation of patient data can correctly detect and classify a medical condition 100% of the time. Use sound clinical judgment when monitoring your patients.¿ spacelabs field service engineer (fse) has conducted testing of the system and has verified that it is working as expected. This report is complete and this particular issue is considered closed.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
On (B)(4) 2018, spacelabs received a report that their central station was having some excessive alarms and also failure to alarm when there should be.